Event description:
It was reported that the insulin pump had time clock anomaly. Customer blood glucose was 197 mg/dl. Customer stated that the insulin pump was behind by 30 minutes and had been happening about a year now. Customer stated also that the low reservoir alarm was not working anymore. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was monitored for three days and no time gain was noted. The low reservoir alarm functioned properly. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).